Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Visual inspection: 1) received: catheter [qty 2]. Catheter connector [qty 2]. Connector and catheter were not connected. Connector lid was closed. 2) connector visual inspection: no abnormalities were found. 3) catheter visual inspection: no abnormalities were found. Dimension check: [catheter length test]. Company specifications: 990mm ~ 1070mm. Sample #1 length: 1021mm. Sample #2 length: 1022mm. The samples are within company specifications. [Catheter outer diameter (end of catheter) test]. Company specifications: 0.84mm ~ 0.90mm. Sample #1 diameter: 0.8414mm. Sample #2 diameter: 0.8443mm. The samples are within company specifications. Functional test: [catheter tensile strength test]. Test conducted using received connector samples and received catheter samples. Company specifications: above 11n. Test results for catheter #1 and connector #1: 13.1n. Test results for catheter #2 and connector #2: 12.9n. The samples are within company specifications. Others: [connection check]. Received catheter #1 was able to be inserted into the received connector #1 without resistance and up to the marking point. The connector lid was able to close securely. Received catheter #2 was able to be inserted into the received connector #2 without resistance and up to the marking point. The connector lid was able to close securely. Device history record: no abnormalities found from reviewing the relevant device history record(s). The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter detached. The catheter came off from the connector.